Event description:
The hcp reported that at refill, the expected reservoir volume was 10.8ml and the actual was 1 ml. The pump was refilled with 18ml of drug and the patient was sent home to be monitored during the refill period. It was noted that the patient had had an MRI of 1.5 tesla 2 weeks prior to the refill.